Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that, during the intraocular lens (iol) implant procedure, the injection failed because the implant popped out and remained straddling the incision. The iol touched the conjunctiva and could no longer be placed in the capsular bag. The procedure was completed with : back-up lens. No consequences to the patient.

Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be confirmed. The device was returned loose in the carton with the iol adhered to the outside of nozzle. The lock-out assembly has been removed. The plunger has been fully advanced outside the tip of the device. Viscoelastic is dried in the device. No damage or abnormalities observed to the device and iol. The product investigation could not identify the root cause for the reported complaint "during placement, implant popped out and remained straddling the incision". The device and the lens were returned for investigation, the lens was returned outside of the device. No damage or abnormalities observed. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).